Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 8-6mm amplatzer duct occluder was chosen for implant using an unknown delivery system. The device was properly prepared as per instructions for use (IFU). A distortion of the screw and in the proximal part of the body of occluder after deployment. But the device perfectly fitted into the ducts. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient was reported stable.

Manufacturer narrative:
An event of distortion of the screw and in the proximal part of the body of occluder after deployment was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and cine review, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.